Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. Customer stated that the screen seemed smashed from the inside the cover of the screen was not damaged and screen can not be read. The device will be returned for analysis.

Manufacturer narrative:
After battery installation unit gave an unexpected flashing partial display / blank display followed by an unexpected intermittent beep alarm due to both a vertical cracked lcd controller and cracks from within the lcd screen. Unable to perform functional tests including displacement, and self tests due to the display anomaly.